Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported an error message when scanning the adc freestyle libre 2 sensor. As a result, the customer experienced symptoms of hypoglycemia described as stiffness, loss of sphincter control, vomiting, cold hands, purple fingertips, and had a seizure and a loss of consciousness. The customer was provided glucagon by a non-healthcare professional for treatment. No further details regarding the medical event were provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is properly seated and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. Sensor state went back to sensor state 6 (indicating early termination) after reprogramming and activating the sensor. Extended investigation has been performed and de-cased the sensor and batteries were replaced. Sim vivo testing (simulation of the electrical signal produced by the sensor tail) was performed and all results were within specification. No malfunction or product deficiency was identified. Therefore issue is not confirmed. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported an error message when scanning the adc freestyle libre 2 sensor. As a result, the customer experienced symptoms of hypoglycemia described as stiffness, loss of sphincter control, vomiting, cold hands, purple fingertips, and had a seizure and a loss of consciousness. The customer was provided glucagon by a non-healthcare professional for treatment. No further details regarding the medical event were provided. There was no report of death or permanent injury associated with this event.